Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was working with a patient that had the dignishield stool management system and stated that the green inflation port has broken off and they were unable to deflate the cuff. Representative suggested that they trim the excess catheter length but leave enough to be able to get a firm grip on the catheter. Lube the anus around the entry point in a similar fashion to performing a rectal exam. Then, very slowly pull on the catheter, which would cause the fluid to release due to pressure on the cuff during removal.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "supplier defect". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer was working with a patient that had the dignishield stool management system and stated that the green inflation port has broken off, and they were unable to deflate the cuff. The representative suggested that they trim the excess catheter length but leave enough to be able to get a firm grip on the catheter. Lube the anus around the entry point in a similar fashion to performing a rectal exam. Then, very slowly pull on the catheter, which would cause the fluid to release due to pressure on the cuff during removal.